Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient underwent hip revision for a loose psl cup that was implanted in (B)(6) 2009. The patient fell approximately one week prior to revision surgery. It is unknown if cup loosening preceded fall or fall caused loosening. Upon removal of the 36 +0 lfit metal head, corrosion and black debris were noted on the trunnion and inside the head. Pitting of the articulating surface and yellowing on the back of the trident insert were noted.